Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted due to noise on the rv lead. The lead was capped and replaced and the patient was stable with no consequences.